Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that "the distal end of the separator broke. Was trying to disassemble the prox body from distal stem. Required them to cut cables in order to be able to tap the component up and manually remove the proximal body from the distal stem."